Manufacturer narrative:
Complaint confirmed, the tip was found to be broken and the distal end of the shaft was bent. The most likely cause of the event is prying and/or leveraging the device during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the tip broke off the chrondral pick during use for an ankle scope/atfl repair. They first attempted to remove the tip with a grasper, which was causing damage to the intact surrounding articular cartilage of the posterior lateral aspect of the ankle. They then tried to remove the tip with a laparoscopic magnetic probe which was unsuccessful. They then x-rayed the area, located the tip, and used a posterior lateral incision and a grasper to remove it. After it was removed, another x-ray was done to confirm it was totally removed. They then completed the second part of the case which was an atfl repair. The rep was not in the case during the breakage but was called in after to assist in the retrieval. Patient is female (B)(6).